Event description:
Complaint received from (B)(6) , synthes quality engineer. Noted during express care incoming inspection in monument. Tip partially broke.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Cannulated pedicle probe p/c 2867-10-116 l/n mi26708. Although the device was received, no investigation will be conducted as this complaint was initiated from an internal service source such as monument or bridgewater express care. As such, service based complaints are generated from internal inspection of instruments and implant. The inspections takes place after the goods have been returned from their point of use. After the surgical use, the goods are processed through central sterilization departments, sterilized, and shipped back to the depuy synthes facility. This processing imparts significant vector based forces on the devices. The failures are not known to have occurred during surgery in which sales consultants are trained employees to report surgical failures. Therefore, all serviced based complaints where the failure is consistent with vector based forces that are applied during sterile processing, handling, and shipping shall be handled via monthly trending procedures outlined in wi-8700. They are not considered MDR reportable as no parties have been known to be affected and the recurrence of the failure is not likely to affect patients. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.